Manufacturer narrative:
The patient had been complaining of anterior thigh pain. The surgeon did not suspect loosening of the implant, but was concerned that the implant may be the cause of the pain. The surgeon confirmed that the implant was well fixed with good bony integration and showed no signs of loosening or infection. It required significant effort, including the use of flexible osteotomes, micro burr, mirco saw and stem extraction slap hammer in order to remove the prosthesis. Also, the surgeon communicated that the implant appeared to be in good condition. Batch review performed on 06 september 2016. (B)(4). On 09 september 2016 the medical affairs director performed a clinical evaluation and commented as follows: stem revision in cementless tha after 3.5 years; reportedly the patient was complaining of thigh pain. The stem looks correctly implanted, but postoperative images are not available. A very slight varus position may be the result of postoperative subsidence but this cannot be verified. At the tip of the stem, a very slight canal thinning is visible, origin and consequences unknown. The stem was reported to be well fixed and so it appears from the images, in spite of some proximal radiolucencies that are a rather frequent and normally not-clinically-relevant finding in this type of cementless replacements. The cause for the lamented pain remains unknown but there is no reason to suspect a malfunctioning device.

Event description:
Revision performed because the patient had been complaining of anterior thigh pain.